Event description:
The customer reported that during use of this ablator in a shoulder arthroscopy, the ring around the ablator tip came off and was found embedded in the soft tissue. The customer reported that the surgeon retrieved the ring without injury to the pt, and the procedure was completed successfully.

Manufacturer narrative:
Investigation results: conmed linvatec received the ablator for eval with the detached ring. A visual examination confirmed the reported problem that the ring on the ablator tip detached. Further investigation found the electrode strip twisted/bent with nicks/cuts present on the insulation. This evidence suggests torsional force may have been applied during use. The info for use (IFU) provides the following warnings: use only within prescribed generator setting ranges. High power generator settings may result in damage to the insulation melting of the electrode tip or increased risk of pt burns. A maximum setting of 40 watts "coag" and 65 watts "cut" should be used. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated. Do not bend shaft. Avoid excessive bubble accumulation around electrode tip during use. Avoid unnecessary activation between tissue applications. Electrode tip must be within field of view at all times while activated.